Event description:
IV tubing found disconnected from the y-site, and was in the patient's bed. The tubing was infusing hyperalimentation at time of the disconnection. The tubing was intact, and the y-site was intact. Disconnection with this type of tubing has occurred approximately 2-3 other times. We were unable to delineate the possible cause, but considering the frequency, the tubing is being questioned. All events involved tpn (total parenteral nutrition).